Event description:
It was reported the programmer will not switch to analyzer mode. Different analyzers were tried without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; it was attempted to switch to analyzer software and the screen is blank with the icons in the top corner. System error was found in the programmer error log. Analysis also found the system fan is noisy, the power cord bay door is broken, and the rf (radio frequency) connector is loose on a printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.